Event description:
The technician alleged the bed had no nurse call. No pt impact.

Manufacturer narrative:
The technician found a broken screw on the side come cable not allowing the cable to be fully seated. The side com cable and screw were replaced by the technician to resolve the issue.